Manufacturer narrative:
Patient information was unavailable from the site the concerto coil was returned for evaluation and found to be in a contradictory condition to the reported event. The implant coil was stretched and detached from the pushwire (from the detach element) within the introducer sheath, which was not originally reported. As received, the pushwire was found bent at the proximal end. The detach element appeared bent but attached to the pushwire within the introducer sheath. The implant coil and pushwire were could not be pushed out or pulled as they were stuck within the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up conducted based on the received device condition, and response received that information not available from the customer. Based on the device evaluation and the reported information, we were unable to determine the cause of implant coil detachment. It is likely that the attempt of the customer to push the implant coil back out from the introducer sheath led to the bend in the detach element. It is possible that the implant coil became detached from the pushwire and the pushwire became bent during return to medtronic for evaluation, as these details were not reported by the customer. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿gently immerse the concerto detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of aneurysm, the coil would not advance out of the plastic disposable s heath. No patient injury was reported. Evaluation of the returned device found that the implant coil was stretched and detached from the pushwire (from the detach element) within the introducer sheath.